Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck plunger flag. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a0509. Annex g: g04070. Additional information: annex a: a0401. Annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue stuck plunger detect flag was confirmed. Received on 06-jan-2025 into bd san diego operation¿s lab. Unit was received unboxed and with paperwork. Visual inspection reveals a stuck plunger detect flag. Binary switch test on asm confirms the plunger detect switch test failed. Internal inspection indicates a misassembled force sensor screw jammed into the plunger detect flag¿s moving path, causing it to become stuck. Reassembling the screw restored the flag¿s movement, and unit passed binary switches test on asm. Stuck plunger detect flag due to misassembled force sensor screw. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck plunger flag. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue stuck plunger detect flag was confirmed. Received on 06-jan-2025 into bd san diego operation¿s lab. Unit was received unboxed and with paperwork. Visual inspection reveals a stuck plunger detect flag. Binary switch test on asm confirms the plunger detect switch test failed. Internal inspection indicates a misassembled force sensor screw jammed into the plunger detect flag¿s moving path, causing it to become stuck. Reassembling the screw restored the flag¿s movement, and unit passed binary switches test on asm. Stuck plunger detect flag due to misassembled force sensor screw. Workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck plunger flag. There was no patient involvement.